Manufacturer narrative:
Additional narrative: a product investigation was performed. The small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in 34 system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. The returned instrument was examined and the complaint condition was able to be confirmed as the phenolic handle was found to be broken. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 20+ years old (mfg prior to may-1997), as such instrument age likely contributed to the complaint condition. The complaint condition cannot be replicated due to post-manufacturing damage. Relevant drawings for the returned instrument were reviewed: top-level and handle. No lot was etched on the instrument handle, as such the device was manufactured prior to revision a of the top-level drawing (prior to 01may1997). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis can be completed due to post-manufacturing damage. No device history review was able to be completed as the device is not etched with a lot number. Based on the device age and handle material properties, material and hardness reviews are not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of event reported as (B)(6) 2017. (B)(4), lot unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle is broken on a small hexagonal screwdriver. No patient or surgical involvement was reported. This is report 1 of 1 for (B)(4).